Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cut their modular cable on (B)(6) 2024 and the pump stopped and a driveline disconnect alarm occurred. The patient was transferred to the hospital and they were stabilized with inotropes and heparine. The patient's hemodynamic situation improved following treatment. The physician repaired the modular cable by soldering the wires. A demo system controller was taken after the repair to the pump started again. The modular cable and system controller were exchanged. The patient remained stable with no injuries.

Manufacturer narrative:
Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of damaged modular cable was confirmed with the provided photo. The customer provided reference photo captured the damaged modular cable with exposed wires. The wires appeared to be soldered. It was reported the patient was transferred to the hospital and the damaged modular cable was repaired by soldering the wires. The system controller was exchanged to a demo system controller and the pump started. Both the demo system controller and damaged modular cable were replaced. Additional information reported the modular cable was damaged using a saw and the patient is doing fine. It was reported modular cable (lot # 7718708) will not be returned for evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook (rev g) and heartmate 3 instructions for use (IFU) (rev g) are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvas to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient accidentally cut their modular cable with a saw.